Event description:
Consumer left a review on walgreens.com stating they received a positive result with inteliswab, however tested negative the next day at urgent care with a rapid and pcr. Walgreens.com review, karma999 · 2 months ago. False positive almost cost me my flight I was nervous about taking my pcr test for an upcoming flight so I got the only at home test that walgreens had available at the time. Took both tests myself, a few days apart. Followed directions exactly...both tests came up undeniably positive. I was not (nor have I been) exhibiting any symptoms. Then, as I was worrying, wondering what I was going to do, I looked at the box more carefully...this test is not approved by the FDA nor does it even say pcr test anywhere on the box. I decided to take the leap of faith (regardless of the 2 at home tests' results) and got the full blown professionally done drive through pcr test (also through walgreens). So very glad I did. My professional test actually came back negative (no virus detected) and I was able to take my flight. I would not recommend this test to anyone.

Manufacturer narrative:
(B)(6), regulatory manager at (B)(6), received an email from (B)(6) ph.d, staff fellow with the FDA requesting that all false positive cases of inteliswab be reported to the FDA as an MDR in accordance with 21 cfr part 803. Previously orasure technologies was not submitting fp cases as an MDR as it was a non-reportable event, therefore (B)(4) has been opened for past and future fp cases.

Manufacturer narrative:
(B)(6), regulatory manager at orasure technologies inc., received an email from (B)(6), staff fellow with the FDA requesting that all false positive cases of inteliswab be reported to the FDA as an MDR in accordance with 21 cfr part 803. Previously orasure technologies was not submitting fp cases as an MDR as it was a non-reportable event, therefore pdr- 22-0002 has been opened for past and future fp cases. (B)(6) 2022- consumer left a review on walgreens.com. No follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a review on walgreens.com stating they received a positive result with inteliswab, however tested negative the next day at urgent care with a rapid and pcr. Walgreens.com review. Karma999 · 2 months ago. False positive almost cost me my flight. I was nervous about taking my pcr test for an upcoming flight so I got the only at home test that walgreens had available at the time. Took both tests myself, a few days apart. Followed directions exactly...both tests came up undeniably positive. I was not (nor have I been) exhibiting any symptoms. Then, as I was worrying, wondering what I was going to do, I looked at the box more carefully...this test is not approved by the FDA nor does it even say pcr test anywhere on the box. I decided to take the leap of faith (regardless of the 2 at home tests' results) and got the full blown professionally done drive through pcr test (also through walgreens). So very glad I did. My professional test actually came back negative (no virus detected) and I was able to take my flight. I would not recommend this test to anyone.